Manufacturer narrative:
The device had stripped battery cap coin slot, and partially broken off reservoir tube lip. The p-cap was tested and it does not lock in place properly (loose).missing reservoir tube o-ring noted. The pump had cracked lcd window, cracked case at display window corners, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with pump. The customer states the device is broken and will not hold the reservoir in place. The customer states there is a piece of plastic missing from the reservoir compartment. The customer states the reservoir will not hold in place. The customer's blood glucose level at the time of incident was unknown. The customer was advised that the device would be replaced and returned for analysis.